Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A video recording of the procedure is available, but it has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection procedure, the joint of the permanent cautery spatula instrument went into forced position during the procedure. The instrument still had 6 lives, but instrument was showing the out of use indicator. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The user also indicated that instrument was not moving intuitively. Before calling in they already replaced the instrument, and the surgery was ongoing. The tse advised the user to return the affected instrument. The system was ready for use. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure between 15 to 30 minutes. Isi contacted the site and obtained the following additional information regarding this event: the failure was related to unintended movement by the joint of the instrument not caused by the surgeon. The instrument did not move in the intended direction. The proximal joint of the spatula was fixed in a 90-degree angle while the distal joint moved freely. The intended movement was a fixed 90-degree curve in the joint of the first articulate of the instrument. A 90-degree angle of the first articulate of the instrument was the observed direction/movement. There were not any external collisions. The issue was persistent. When the issue occurred, the instrument was removed from de canula several times, eventually the instrument was replaced by a new one and intuitive helpdesk was called for advice. Issue was resolved by replacing the malfunctioning instrument and the drape was available for return. In addition, the device was not inspected prior to use. All the procedures were filmed. The site should look into that and could provide isi with the footage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and was found to have a premature activation of the life indicator. Log review and in-house testing showed that the instrument was found to have 6 lives remaining, but the life indicator window showed red. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The customer reported complaint was partially replicated. Non-intuitive motion was not replicated during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.